Manufacturer narrative:
H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation; however, an unused sample of the device was returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was visually inspected and functionally tested, and no issue was found with the device. The carrier tube and hemostasis sheath were fully connected and deployed in the vessel model. The complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. It is possible that the complaint device was unable to be deployed properly due to an obstruction of the distal tip resulting in a non-deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: cannot be given due to government regulations. A2: age & date of birth: cannot be given due to government regulations. A3a: sex: cannot be given due to government regulations. A3b: gender: cannot be given due to government regulations. A4: weight: nonobese . A5: ethnicity: cannot be given due to government regulations. A6: race: cannot be given due to government regulations. B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: the device was not explanted. E1: phone number: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device anchor deployment was unsuccessful. The anchor and plug remained in the sheath, despite the correct angle, absence of plaque, and non-obese. It is known that the anchor may stay in the sheath under certain conditions such as antegrade puncture, in obese patients, with a steep insertion angle, and when plaque is present on the artery's back wall. The patient underwent various procedures ranging from angiography to stenting before the closure device was used. A sheath size of less than 6 french was utilized. No difficulties were encountered during arterial access or the insertion of the sheath, guidewire, or catheter. Ultrasound was used instead of a pre-deployment angiogram for both insertion and closure. The only issue reported was with the deployment of the anchor in the artery. No additional equipment was used alongside the product. The patient's condition remained stable, and hemostasis was achieved through manual compression. Patient demographics are not disclosed due to government regulations, but they are described as nonobese with 'squeaky clean arteries'. Additional information was received on 25 jul 2024: there has been no report of significant blood loss (no more than a few cc, certainly less than 250cc).